Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their friend, who provided nasal glucagon powder to address bg. The customer reported they bumped their head and had a slight concussion, but no permanent damage occurred. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.